Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, the instrument was found to have a broken main tube at the distal tip. A piece measuring at approximately 3.20 mm x 3.80 mm was missing and not returned. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the fenestrated bipolar forceps wrist was dislocated. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. There was no fragment or component missing, broken off, or detached from the distal end of the instrument. There was no patient or tissue injury as a result of the instrument issue. The instrument and cannula did not need to be removed together.